Manufacturer narrative:
This lead has been surgically abandoned but remains implanted. If the product is returned, analysis will be performed, and this report would be updated at that time.

Event description:
It was reported that right atrial lead caused a perforation on the heart wall leading to pacing inhibition. While lead reposition was performed, lead exhibited helix retraction issues. Therefore, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects.